Event description:
During an idiopathic ventricular tachycardia procedure, the patient¿s blood pressure dropped and a transthoracic echo confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was taken to the operation room for repair. It was confirmed that a right ventricular (rv) perforation had occurred. The patient was taken to recovery. On (B)(6) received additional information requested from bwi representative stating that when the procedure was completed, the thermocool sf nav bi-directional catheter and the webster with auto ID (diagnostic) catheter were freely floating in the rv. The anesthesiologist started weaning the patient off the sedation when he spontaneously bent his knees causing femoral sheaths with ablation and diagnostic catheters in them being advanced rapidly into the inferior vena cava. Following this event, blood pressure drop was noted and aspiration from pericardial access sheath showed deoxygenated blood in the pericardial space. The mechanical force was most likely the cause of the rv perforation. Due to this, it required an intervention performed in the same day and the outcome of it was improved. Patient is expected to recover fully. The physician¿s opinion regarding the causality of this adverse event is procedure related.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: stockert 70 system: u.s. Catalog # s7001, serial # (B)(4). Coolflow pump: u.s. Catalog # cfp002, serial # (B)(4). Carto 3 rmt system: u.s. Catalog # fg560000, serial # (B)(4). Webster cs with auto ID: u.s. Catalog # d135304, lot # 15944178m. Ez steer thermocool sf nav: u.s. Catalog # bni35fjct, lot # 15924589l. (B)(4) are related to the same event. (B)(4).

Manufacturer narrative:
The device was disposed by the customer however, as the lot # was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).